Manufacturer narrative:
The cause of the incident was user related. According to the customer the user made a mistake during the operation of the device. Given that the user sustained an injury while working within the chamber of the cryostat device the instruction provided in the IFU on the mandatory usage of cut resistant gloves were clearly not followed: the current version of the instructions for use (IFU, version 3.3, revision x) states: 1.5 qualification of personnel: the leica cm3050 s may only be operated by trained laboratory personnel. All laboratory personnel designated to operate the instrument must carefully read the present. Instructions for use prior to starting work with the instrument. The instrument is intended for professional use only. 2.1 safety notes: when working with cryostats, personal safety precautions must always be taken. It is mandatory. To wear work safety shoes, safety and cut resistant gloves, a mask and safety goggles. 2.3.4 handling microtome knives/blades: microtome knives and disposable blades have extremely sharp cutting edges and can cause serious injuries. Therefore: handle knives / blades with utmost care. Wear cut resistant gloves. Never leave any knives / blades in unprotected places. Never place a knife, no matter where, with the cutting edge facing upwards. Never try to catch a falling knife. Always insert the specimen before inserting the knife. The lab manager was instructed to review the safety instructions provided in the instructions for use (IFU). A follow-up appointment has been scheduled by the leica biosystems field applications specialist with the manager to further highlight the need to follow the safety instructions provided and any additional questions the customer may have regarding the safe operation of the device.

Event description:
On (B)(6) 2026 leica biosystems was informed that the user of a leica cm3050 s cryostat device suffered an injury while removing the blade from the blade holder of the device with the anti-roll plate in the open position. The injury was described as a cut that required a visit to urgent care. Treatment was provided in the form of a medical adhesive (glue). On (B)(6) 2026 a leica biosystems field applications specialist visited the customer site and was informed that the injured user was in the process of being trained in the usage of the cm3050 s cryostat device as part of the customers¿ onboarding process and had no prior experience in the field of cryosectioning. During the cleaning of the device the user made a mistake while trying to remove the blade from the blade holder. On (B)(6) 2026 the leica biosystems field applications specialist forwarded the information that the injury sustained by the user was a cut to the left index finger. After the initial visit to urgent care on (B)(6) 2026 the user was able to return to work without missing any additional time of work due to the injury sustained.